Manufacturer narrative:
The device involved was not returned to michigan instruments. It was repaired by our distributor in (B)(4) and returned to the customer. The component(s) that were replaced were returned and are currently in the eval process. Upon completion of the eval, a follow-up report will be submitted containing the results/conclusions codes including an eval summary.

Event description:
As reported from the (B)(6) rep, the "compression frequency is too slow."